Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and results of lot history records review, it was presumed that the metal-tip of the concomitant catheter had most likely contributed to peeling of the polymer jacket. It was likely that the guide wire was temporarily deformed due to anatomy so that the wire surface would contact and be scraped by the edge of the catheter tip. It was concluded that this event was not attributed to product quality. Severity of damage of the polymer jacket was not confirmed since the guide wire was not returned; a possibility could not be completely ruled out that some polymer jacket fragment(s) might remain in the patient although there were no adverse patient effects reported. Instructions for use (IFU) states: warnings: do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. Malfunction and adverse effects: abrasion of the guide wire coating.

Event description:
It was reported that the spring coil of an asahi gladius mg 14 pv es guide wire was elongated and its polymer jacket was peeled when using with an asahi corsair armet microcatheter during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the moderately tortuous posterior tibial artery. A new guide wire was used to resume the procedure. Plain old balloon angioplasty (poba) was performed for revascularization and the procedure was completed successfully. The physician commented that the gladius mg 14 pv es was stuck between its concomitant corsair armet and the lesion when the spring coil became elongated and approximately 1mm of the polymer jacket was peeled. There were no adverse patient effects related to this event. The patient was reportedly fine without problem after the procedure.